Event description:
It was reported to boston scientific corporation on august 16, 2019 that a flexiva 200 tractip laser fiber used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was broken. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 01aug2019 as no event date was reported. Block e3: occupation (other) member support analyst, member operations. Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results one flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 227.1 cm from the top of the connector to the break. The second piece measured approximately 86.1 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. Occupation: member support analyst, member operations. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 16, 2019 that a flexiva 200 tractip laser fiber used in a procedure performed on an unknown date. According to the complainant, during the procedure, the laser fiber was broken. No patient complications were reported. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.